Manufacturer narrative:
Product ID 977a160, serial# (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was in overdischarge due to the patient not charging and the representative would meet with the patient in two weeks to resolve the issue. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a160, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged. The hcp reported that the patient's lead would likely need a revision. It was unknown if surgical intervention was planned. Additional information was received from the representative. The representative called the patient but they did not answer so the representative did not have further information. Additional information received from the patient on 2019-apr-19. It was reported that during another procedure their healthcare provider noticed that it looked like the lead moved. They also noted that they couldn't charge the battery. The issue was not resolved and nothing had been done. No further complications reported.